Event description:
An x-ray exam was created in a "ris" with the wrong body part info. The images were acquired using the wrong body part info. The "pacs" system administrator identified the error and created a new accession number in the "ris" with the correct body part. The original x-ray images with the wrong body part info were re-imported to the accession number with the correct body part info. The info in the pacs and at the hosp site are correct. Correcting the inital error in this way only corrects the info in the pacs database. The dicom header info was not corrected. The easy web product reads the dicom header info from the images thus creating wrong body part info on the study page of easy web when images are exported. The corrected info is consistent with the ris within the pacs workstations. Therefore a radiologist or referring physician utilizing a workstation connected to the hosp info would have the correct info. External dicom devices that import studies utilizing the dicom header fields on the images would have the wrong body part info. These images would however contain the normal x-ray markers for left and right on the images and conflicting info is available to the reader.